Event description:
Baxter sigma spectrum infusion pump had a broken battery. Replaced battery unit not charging battery. Replaced power supply unit not charging battery. Checked battery contacts found that several were depressed and stuck. Replaced back cover and tested no other problems found. Liquid food from feeding pump in IV pump.